Event description:
It was reported that there were 4 ventilators that do not stay in standby mode. The serial numbers of all 4 units is not known at this time. There was no patient involvement. The customer troubleshot with technical support. The customer reported that the units passed preventative maintenance; however, will not go into standby mode. The customer was advised that with the average air flow failing at zero the unit sees the negative pressure when attempted to go into standby not allowing the unit stay in standby mode. The customer was sent a copy of current service manual and referencing the air flow accuracy test.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse explained to the customer that the with average air flow failing at 0, the unit sees the negative pressure when attempting to go into standby and did not allow the unit to stay in standby mode. The rse emailed the customer a copy of the service manual and referenced the air flow accuracy test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.